Event description:
It was reported to philips that the system won't turn on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed the reported problem that the flexvision screen was blank and found grabber card error messages. The fse tried rebooting the system without success. The frame grabber captures the video from the system and may not perform as intended due to manufacturing issues, causing a loss of system functionality. To resolve the issue, the fse replaced the grabber cards by implementing a medical device correction z-1144-2024 and performed all relevant testing. After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.